Manufacturer narrative:
Information contained in this report was previously submitted through psr on 24/oct/2011 a review of the device history record has been completed. No deviations or non-conformance's noted. The event of cancer is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: cancer.

Event description:
Patient reported right side cancer (not specified) and lump on the breast. Patient noted breast hardness¿, ¿pain¿, ¿swelling¿, and "the lymph node under the arm is swollen and tender¿. The events of visibility/palpability, edema, and lymphadenopathy are non-serious and are considered minor in severity and result in temporary injury or impairment that may require medical treatment or medication to relieve symptoms or to speed natural resolution of the process. Patient additionally being diagnosed with "litchen sclirosis." The device has been explanted.